Event description:
Note: this report pertains to the first of six reported malfunctions, which occurred during the same procedure. Refer to associated MFR report #3005099803-2008-05220, #3005099803-2008-05222, #3005099803-2008-05223, #3005099803-2008-0524 and #3005099803-2008-05225 for a description of the other devices. It was reported to boston scientific corporation in 2008, that a resolution clip hemostasis device was used during an egd (esophagogastro-duodenoscopy) procedure performed three days prior. The egd procedure was part of a study, natural orifice translumenal endoscopic surgery (notes), conducted on a porcine subject. According to the complainant, the resolution clip did not deploy. The device was removed and replaced with another resolution clip device.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.